Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator showed post sensed t wave over-sensing. There were no patient symptoms reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.